Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Circular brush keeps popping off - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the circular brush of the oral-b toothbrush head kept popping off. No injury was reported.